Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator broke during a left ventriculogram at 600 psi. No harm or injury was reported.